Event description:
It was reported that a patient implanted with an inflatable penile prosthesis ipp presented with a herniated reservoir. A revision procedure was performed, during which the device was explanted and replaced with a malleable penile prosthesis. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of migration is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.